Manufacturer narrative:
The product record review indicated that the product met all in-process specifications prior to leaving bsc and the reported events do not represent a new or unanticipated event. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of input tube wear. The other cylinder performed within specifications. The pump was not functionally tested due to the cylinder failure. The product analysis confirmed a cylinder component failure due to input tube wear. The input tube sleeve was measured at 30mm. Since the patient's exact anatomy is unknown, the product analysis is unable to confirm if the input tube sleeve was appropriately prepped per the operating room manual (92127382 rev b). The ams700 device was visually inspected and functionally tested. The reservoir performed within specifications. The reservoir product analysis did not confirmed a component failure. Based on the results of this investigation, no escalation is required. If further information is received at a later date, the product investigation will be reopened to address the additional information. Related components of device system: model number/ catalog number: 720185-01, serial number: n/a, batch/ lot number: 1000130531, model/ catalog description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient could not manipulate the pump of his inflatable penile prosthesis (ipp); he could not inflate and deflate his device. Patient decided to have his device removed. All components were removed. The patient had a good outcome with no further complications. No more information is available, additional information was requested. Additional information received. The device was replaced due to patient's choice. There was no product malfunction with the explanted device. It was further reported that the device failed test results during product analysis.